Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (5 mg at 1.99931 mg/day), bupivacaine (20 mg at 7.99725 mg/day), and unknown baclofen (500 mcg at 199.9313 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient presented for an unscheduled visit after her daughter contacted the clinic reporting altered mental status and hallucinations. The patient was 6 days post pump replacement. The it rate was decreased. The patient was encouraged to follow-up with her primary care physician to rule out infection. (B)(6) 2023 the patient presented to the emergency department with a slightly elevated temperature that resolved. The patient was ultimatelt admitted to the hospital on for infection which resolved with antibiotics.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.